Event description:
Health professional reported a implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device remains implanted. This relates to the left side.

Event description:
Health professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flow opening and delamination on the diaphragm valve. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.